Manufacturer narrative:
(B)(4).

Event description:
The patient's implantable neurostimulator (ins) had high impedances at the first programming session. A manufacturer's representative checked the ins and the impedances were still high, but the patient began receiving a therapeutic benefit after leaving the ins turned on at a low voltage for about an hour. The patient was doing well. A follow-up report will be sent if additional information becomes available.